Manufacturer narrative:
B3: date of event estimated. D4: the UDI is unknown because the part/lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that some time after implant, the supera stent had scar tissue form inside the stent. The patient experienced significant claudication. A laser and a drug coated balloon were used to treat the area. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of occlusion and pain are listed in the supera peripheral stent system instructions for use as potential adverse events. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.